Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: background: the dr uses the 2.0 drill bit through the respective 1.1 drill to drill the carpal bone cortex. During the process, the drill splintered, leaving a fragment visible in the x-ray within said bone. There were no complications on the part of the patient and the surgical time was not prolonged. Procedure: carpal arthrodesis. Concomitant device reported: unknown drill (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 2 report as april 22, 2020 but should have been june 09, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-codes: hsz, gfa, gff. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: the dr uses the 2.0 drill bit through the respective 1.1 drill to drill the carpal bone cortex. During the process, the drill splintered, leaving a fragment visible in the x-ray within said bone. There were no complications on the part of the patient and the surgical time was not prolonged. Procedure: carpal arthrodesis. Concomitant device reported: unknown drill (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 310.221, lot: f-26095, manufacturing site: selzach supplier: (B)(4), release to warehouse date: february 18, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. DHR update with new lot number: part: 310.221, lot: f-25066, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: october 19, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the flute portion of the device was found to be broken off. The broken piece was not returned. The complaint is confirmed for the broken condition. Since no xray was provided the complaint can not be confirmed for the embedded device. Dimensional inspection: the accurate diameter cannot be measured due to the post manufacturing damage and geometry of the flute portion. Approx. Measured diameter (proximal to breakage): 1.98 mm (used ca203p) which is within the specification 2.0+/-0.03 mm. Document/specification review investigation conclusion: the overall complaint is confirmed. A definitive root cause could not be determined. But, it is possible that rough handling or excessive force was applied during use and/or processing could have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.